Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the conical dissection tip broke off. This occurred while the device was inside the pt's leg. The harvester retrieved the piece through the initial incision using a grasper. A replacement kit was used to complete the procedure. No pt complications were reported by the hosp.